Event description:
Account reports that leverlocks are leaking at the female connection of the lever lock at a rate of 10/day for the last few weeks. All leaks are chemotherapy spills. No patient or staff injury.